Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise being oversensed along with pacing inhibition that resulted in greater than 2 seconds of asystole. Additional information indicated that the cause of noise was not conclusively identified however it was likely that this lead was being pinched between the clavicle and the first rib which was a hypothetical guess at that point. Likewise, the device was explanted for remote monitoring capability and the longevity was approximately three years remaining so the physician decided to electively explant and replace the device while they were placing a new lead. This rv lead was surgically abandoned in the patient and the pacemaker is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This right ventricular (rv) lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.